Manufacturer narrative:
The data files and balloon catheter, 2af283 with lot number 87996, were returned and analyzed. The data files showed that eight applications were performed with the returned catheter on the date of the event. Additionally, system notices 50005 (leak detection), 50024 (there is a problem with the refrigerant port) and 50012 (refrigerant delivery path obstructed) were observed on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Without reprogramming the catheter, it was connected to the console and no system notices were received; the catheter was recognized. The catheter failed the performance test upon connecting to the console due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. The dissection/pressure test showed a guide wire lumen kink and twist inside the balloons at 0.84 inches from the tip of the catheter. Pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.